Event description:
Reportedly, the patient underwent a surgical procedure. Allegedly, the patient suffered erosion of the vaginal lining, internal bleeding, experienced pain, injury, and has required a procedure for the removal of the product.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "pelvicol."